Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia and prior to surgical port placement, the fenestrated bipolar forceps instrument was inspected and the conductor wire insulation was found damaged. The instrument was not used on the patient. No fragment fell inside the patient. The planned procedure was continued with no other issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the conductor wire insulation was found to have a crack near the end that attached to the yaw pulley. Visual inspection displayed signs of physical damage. The internal wires were exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No arcing was observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue.